Manufacturer narrative:
(B)(4). Lot 15c047 was manufactured between march 25, 2015 and march 27, 2015. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a white particle approximately 2.62 mm in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate in a small volume intermate device. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.